Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported skin irritation after wearing the pod. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. From the omnipod insulin management system user guide (14421-aw rev h / 2016). -using the pod 5 / page 44 warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. -living with diabetes 9 / page 107 warning: at least once a day, use the pods viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Customer reported experiencing skin irritation while wearing the pod for longer than 48 hours. Pod site was bright red, oval shaped, painful and itchy. Patient consulted dermatologist who diagnosed with dermatitis and prescribed an unknown medicine.